Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 23 to 26 mg/dl at the time of the incident. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer declined. The customer was hospitalized for a high of 300 mg/dl on (B)(6) 2018 from the previous low. The customer is also hypo unaware and the sensor assists with that. The customer has been seen by paramedics twice due to lows of 21 and 47 mg/dl due to the lack of sensors. The insulin pump will not be returned for analysis.